Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that an attempt was made to take an image acquisition system(ias) image, but the message "press m" was displayed on the pendant, so the arm could not be operated. It was recovered by pressing and holding down the m button, however, it was pointed out that the same phenomenon also occurred in the past. It will be dealt with later. This occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: (corrected wo details and MDR codes.) H3, h6) the manufacture representative went to the site to test the imaging system and motion interface was replaced. Updated MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2.h6)the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed enclosure motion control in system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed.2d and 3d images were successful. Motion calibration repeated after a day . B01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6) , rev. 3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.